Event description:
It was reported that during an attempt to deploy a vascular stent in the sfa, the trigger was not responsive. Another device was used to complete the procedure. The entire stent system was removed without incident. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.